Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot. The motor was connected to a test console and an s3 alarm would immediately appear. The motor was scrapped and was forwarded to product performance engineering (ppe) for further analysis. Upon ppe analysis, the motor was connected to a test console, monitor, flow probe, and pump. The motor speed was adjusted to 5500 rpm. After a minute, a s3 alarm activated. The motor cable then underwent a resistance and insulation test. The motor passed the insulation test; however, the resistance test revealed an open lead on the i2c-scl/i2c-sda line. The motor cable was stripped and the point at which the conductors connect to the lemo connector was exposed. The pink wire which is a part of the i2c line was found to have been broken loose. The root cause for the reported event was conclusively determined to be due to a connection issue at the motor lemo connector. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ details the various alarms and alerts and the appropriate operator response, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-07033. It was reported that there was an s3 alarm on the centrimag motor. The motor was removed from circulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.